Event description:
I had the essure procedure on (B)(6) 2013, as promised after the procedure, I was able to go about my regular routine. Two months later and now, the severe problems have started. I am having severe shooting pains, I am bleeding heavily every other week to the point I am changing sanitary pads every hr. I currently have no insurance till (B)(6) otherwise I would head to the hospital. I feel drained of energy and it is ruining my life! Please tell me what to do. My doctor said this was the safest procedure and less downtime, but now the side effects are causing me downtime. Please help!!! Please call me at anytime (B)(6).